Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure, it was impossible to loosen all locking screws of the plate with a screwdriver. The head of the screws were oval and it was necessary to ream the screw heads and to use the extraction set. This did lead to significant prolongation of the procedure and a fragility of the bone. No further info is available. This is 3 of 5 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.